Event description:
The lay reporter / son contacted lifescan (lfs) on october 31, 2006 alleging inaccurate readings on the patient's one touch meter. A medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. Mas listened to the recorded call and obtained the following information: the patient uses the surestep meter and ultra meter. One meter is for traveling and the other meter he uses at home. Reporter mentioned that his father had obtained inaccurate readings on both meters; however, there is no infomation on what the readings were on the meters. There is also no information on which meter he used at the time of the event. Patient tests 3x a day and has chf. At 9:30 pm the patient collapsed and the reporter contacted the paramedics. Paramedics treated the patient with lasix, digoxin and insulin and his blood glucose was tested every hour in the hospital. The patient was on actos and starlix and there is no information on his new diabetes regimen. During the conversation with the customer care advocate (cca) the reporter mentioned that the patient was in the hospital for "unrelated conditions." Patient went to the physician's office and was advised that he does not have hypoglycemia and that his blood glucose readings are "normal." Reporter's blood glucose results recently on his meter had been in the 60-70's and when he went to the physician's office his blood glucose reading was "around." Patient stores the test strip properly. A quality control test was not done, since the reporter did not have the subject test strips or meters available to troubleshoot. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, readings on the lfs meters, which meter he used at the time of the event, initial reading on the paramedic's meter and the diagnosis in the hospital. Cca sent the patient a replacement vial of 50 test strips and advised the patient to contact lfs with the meter and strips to further troubleshoot his meter and supplies. The complaint is being reported because it is unclear whether the pt collapsed due to his blood glucose or due to other health issues.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.